Event description:
A theater team leader reported that the handpiece did not have any torsional power/effect, and had little ultrasound during a cataract intraocular lens (iol) implant procedure. The customer also advised that the handpiece ¿did not sound normal¿ in that it did not sound like the other handpieces on site. The case was completed using ultrasound power with no harm to the patient. There was no impact to the schedule resulting from this instance.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).